Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A male patient with bmi 26.89 kg/m2 was enrolled in the study in 2007 with 3-vessel disease. The patient's medical history includes previous percutaneous coronary intervention, hypertension and hyperlipidaemia. The main indication for the intervention was stable angina pectoris. The patient's blood pressure at the beginning of the procedure was 111/56 mmhg. The patient's pre-procedure medications included: aspirin, clopidogrel and beta-blockers. The target lesion was a native, restenotic, bifurcated, ostial, totally occluded, moderately tortuous, eccentric, type b2 first diagonal and proximal left anterior descending. The stent previously used to treat the lesion was a prokinetic stent. The reference vessel diameter was 2.5mm and the lesion length was 20mm. Pre-procedure diameter stenosis was 99%. The patient's intra-procedure medications included: clopidogrel and heparin. The lesion was pre-dilated with a 2 x 15mm balloon at 8 atm and a 2.5 x 23mm cypher select plus stent was electively implanted at 14atm with satisfactory results. The stent was post-dilated with a 2.5 x 15mm balloon at 8atm as the lesion was in a bifurcation. Post-procedure, diameter stenosis was 0%. Post procedure (6 hours through discharge), it was noted that the patient's cardiac enzymes peaked at =/>5 times the upper limits of normal (ck, ck-mb and troponin). This resolved without sequelae. The following day, the right radial procedural site bandage was soaked in blood. This event was graded to be mild in severity and was reported to be unrelated to the device and highly probable to the procedure. The event was resolved without sequelae. The patient was discharged with orders for daily administration of aspirin, beta-blockers and clopidogrel. During the one month follow-up, the patient was asymptomatic. The medication treatment of aspirin, clopidogrel and beta-blockers was ongoing.